Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer on the v60 indicating that there is an alarm for battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they were experiencing a battery failure alarm. It was determined that the customer was using a 3rd party battery which was causing the alarm for battery failure. The rse provided the customer with the parts ID for the correct battery from philips. The investigation is ongoing.